Event description:
A pt with cirrhosis of the liver and previous history of banding procedures utilizing another MFR's device presented with an active gi bleed and underwent esophageal varices banding. The device was inserted into the scope nad fired, however, the band lodged in the adapter. The scope was removed for retrieval of the band from the adapter and reinserted. The pt subsequently coded and unsuccessful resuscitative measures followed. The device has been destroyed. Therefore, no failure analysis was available. Follow-up revealed the physician was unfamiliar with this device and its operation resulting in delays in the procedure. This pt's end-stage liver disease may have been the contributing factor in their demise. Co's directions for use state: "precaution: a through understanding of the technical principles, clinical applications and risks associated with hemorrhoidal and variceal band ligation is necessary before using this device. Line up flagged label of ligating unit with opening of working channel of endoscope. If label is not aligned with working channel, bands may fire improperly or not all and field of vision may be impaired."